Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00432. All information from the original report has been transferred to this report.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a machine pressure sensor cannot be zeroed. There was no patient involvement when the issue occurred. No patient or user harm was reported. A philips field service engineer (fse) confirmed the customer's issue (the machine pressure sensor cannot be zeroed). The fse restarted and checked the device. The problem persisted after reconnecting the data acquisition board. The fse replaced the data acquisition board to resolve the issue. The device was returned to full functionality.